Manufacturer narrative:
The pump passed the displacement and self tests. However, the pump error 63 was confirmed in the pump history due to a cold solder joint at the keypad assembly. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, a cracked case and keypad overlay. No cracks were noted at the display window per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an error alarm and the display was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.